Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "comes up with a reset manual tube release" was confirmed by service. This condition was caused by a faulty pump head module (phm). The phm was replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Event description:
The facility representative reported a colleague infusion pump that "comes up with a re-set manual tube release." The event was reported to have occurred after delivery. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.